Manufacturer narrative:
H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a loose dark particulate matter on the threaded area of the fill port cap. Additional magnified inspection verified a loose dark hair/thread found only on the affected area. The particle was outside the fluid pathway. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in the fill port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.